Event description:
It was reported a patient experienced a periprosthetic fracture following a fall. No revision has been reported to date. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: (B)(6). Proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint cannot be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. It was reported the fracture occurred following a fall, however the reason for the fall is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.